Event description:
The doctor claims that the patch was implanted for a carotid endarterectomy procedure and leaked blood (quantity not reported) throughout its entirety. The leakage was stopped with surgicel. The patch was left in. The procedure outcome was okay. The patient is okay.